Manufacturer narrative:
The customer did not retain the model or lot numbers which determine the 510k number and the manufacture date.

Event description:
Medtronic received a report the physician experienced difficulty securing the cuff seal with the 7.5 xtl shiley during a routine tracheostomy tube change. As reported, the patient received routine trach changes in intervals of every three months. Customer stated different trach sizes were tested before patient was successfully cannulated with the 6.0 xlt shiley tube. Medtronic attempted to obtain additional information regarding the exact circumstances of this event; however the customer chose not to disclose any further information.